Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. The customer was treated with food. Customer stated unexplained high blood glucose and then it drops down. Customer declined for troubleshooting. Customer had been using insulin pump within 48 hours of low blood glucose. Customer was not using auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.